Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of uterine perforation ("no opacification of right tube, contrast product rapidly entered the pelvic venous plexus on right, suggesting possible perforation with vascular suffusion/perforation unilateral left") in a (B)(6) year-old female patient who had essure (batch no. E25508) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult essure placement" in (B)(6) 2016 and device ineffective "contrast product rapidly entered the pelvic venous plexus on right with rapid wash-out". The patient's past medical history included multigravida, parity 3 and intrauterine synechiae. Previously administered products included for an unreported indication: iud until (B)(6) 2016. Concomitant products included progesterone. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced device deployment issue ("on right, no trailing coils were visible after release of second insert, placement of essure was attempted on left with 13 trailing coils visible") and complication of device insertion ("on right, no trailing coils were visible after release of second insert (first device insertion failed)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, amenorrhoea ("no menstrual cycle"), procedural pain ("the insertion was difficult due to pain") and fallopian tube spasm ("the insertion was difficult due to tubal spasm"). The patient was treated with surgery (laparoscopic removal of device). Essure was removed. At the time of the report, the uterine perforation had resolved and the device deployment issue, complication of device insertion and amenorrhoea outcome was unknown. The reporter provided no causality assessment for amenorrhoea, complication of device insertion, device deployment issue, fallopian tube spasm, procedural pain and uterine perforation with essure. The reporter commented: the insertion was performed without analgesia and considered difficult due to pain, tubal spasm and left peri-ostial synechia. The fluid loss did not exceeded 1500 cc and the procedure did not take more than 20 min to be completed. The left side had 13 trailing coils and right side had no trailing coils. According to physician, perforation was suspected. The patient had no complaints immediately after insertion. On the day of the insertion, perforation was suspected following the hysterosalpingogram. Unilateral left perforation, without perforation of intra-abdominal structures, was confirmed via x-ray on essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). In late (B)(6) 2016: gynecological examination for essure placement: patient was placed in the lithotomy position, sterile drapes were placed. Speculum was inserted. Iud was removed. Pap smear was performed. Hysteroscope was introduced on liquid-phase vaginoscopy. The uterine cavity was normal in volume and appearance. Both tubal ostia were visualised. Placement of essure was attempted on left with 13 trailing coils visible. On right, no trailing coils were visible after release of second insert. Radiological check with abdominal plain film was performed. -in (B)(6) 2017: hysterosalpingogram, confirmation test after difficult placement of essure in late (B)(6) 2016: findings: no menstrual cycle. Patient on continuous low-dose progestin-only pill. No fever. Abdominal plain film showed both essure devices. Speculum was inserted, uterine cervix was disinfected and cervical vacuum-cup cannula was placed allowing for progressive and regular opacification of uterine cavity. Uterine cavity empty. Opacification of proximal portion of left uterine tube. No opacification of right tube. Contrast product rapidly entered the pelvic venous plexus on right with rapid wash-out, suggesting possible perforation with vascular suffusion. No peritoneal spillage. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 4-sep-2017 for the following meddra preferred term: uterine perforation: the analysis in the global safety database revealed 564 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot#: e25508 - production date: 31-aug-2015 - expiration date: 28-aug-2018. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are known possible undesirable events and not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 1-sep-2017: the physician confirmed there was no perforation on right side. Perforation was on left side. There was no sequelae on laparoscopy (at about 6 months). The topography of the perforation was unknown. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of uterine perforation ("no opacification of right tube, contrast product rapidly entered the pelvic venous plexus on right, suggesting possible perforation with vascular suffusion/perforation unilateral left") in a (B)(6) year-old female patient who had essure (batch no. E25508) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult essure placement" in (B)(6) 2016 and device ineffective "contrast product rapidly entered the pelvic venous plexus on right with rapid wash-out". The patient's past medical history included multigravida, parity 3 and intrauterine synechiae. Previously administered products included for an unreported indication: iud until (B)(6) 2016. Concomitant products included progesterone. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced device deployment issue ("on right, no trailing coils were visible after release of second insert, placement of essure was attempted on left with 13 trailing coils visible") and complication of device insertion ("on right, no trailing coils were visible after release of second insert (first device insertion failed)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, amenorrhoea ("no menstrual cycle"), procedural pain ("the insertion was difficult due to pain") and fallopian tube spasm ("the insertion was difficult due to tubal spasm"). The patient was treated with surgery (laparoscopic removal of device). At the time of the report, the uterine perforation had resolved and the device deployment issue, complication of device insertion and amenorrhoea outcome was unknown. The reporter provided no causality assessment for amenorrhoea, complication of device insertion, device deployment issue, fallopian tube spasm, procedural pain and uterine perforation with essure. The reporter commented: the insertion was performed without analgesia and considered difficult due to pain, tubal spasm and left peri-ostial synechia. The fluid loss did not exceeded 1500 cc and the procedure did not take more than 20 min to be completed. The left side had 13 trailing coils and right side had no trailing coils. According to physician, perforation was suspected. The patient had no complaints immediately after insertion. On the day of the insertion, perforation was suspected following the hysterosalpingogram. Unilateral left perforation, without perforation of intra-abdominal structures, was confirmed via x-ray on essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). In late (B)(6) 2016: gynecological examination for essure placement: patient was placed in the lithotomy position, sterile drapes were placed. Speculum was inserted. Iud was removed. Pap smear was performed. Hysteroscope was introduced on liquid-phase vaginoscopy. The uterine cavity was normal in volume and appearance. Both tubal ostia were visualised. Placement of essure was attempted on left with 13 trailing coils visible. On right, no trailing coils were visible after release of second insert. Radiological check with abdominal plain film was performed. In (B)(6) 2017: hysterosalpingogram, confirmation test after difficult placement of essure in late october 2016: findings: no menstrual cycle. Patient on continuous low-dose progestin-only pill. No fever. Abdominal plain film showed both essure devices. Speculum was inserted, uterine cervix was disinfected and cervical vacuum-cup cannula was placed allowing for progressive and regular opacification of uterine cavity. Uterine cavity empty. Opacification of proximal portion of left uterine tube. No opacification of right tube. Contrast product rapidly entered the pelvic venous plexus on right with rapid wash-out, suggesting possible perforation with vascular suffusion. No peritoneal spillage. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: uterine perforation: the analysis in the global safety database revealed 545 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt quality-safety evaluation of ptc: lot#: e25508 - production date: 31-aug-2015 - expiration date: 28-aug-2018, sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information, the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are known possible undesirable events and not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on (B)(6) 2017: uterine perforation questionnaire received: medical history, device insertion details, new event "abdominal pain" and device removal information were reported. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.